Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part number: 03.820.111, lot number: t151586, manufacturing site: (B)(4), release to warehouse date: 01-dec-2017. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, two vertebral body retainer and one vertebral distractor were broken. It is unknown when and where the issue was discovered. It is unknown if there is patient nor procedure involvement. This report is for one (1) vertebral body retainer. This is report 1 of 3 for (B)(4).